Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, refrigerator door had frequently failed whenever access was needed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager (rm) refrigerator door was failed. A field service engineer found that the remote manager mechanics were beginning to stick. The remote manager was replaced, and the contacts were crimped. The system was then booted up. The remote manager was tested using the hardware test application (hta) and the test was successful. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, refrigerator door had frequently failed whenever access was needed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.